Event description:
The customer reported that eleven hours after the cannula was inserted in the patient, it deflated and the patient was transported to the emergency department. It is unknown if the patient was recannulated.